Event description:
It was reported that prior to a breast procedure there was a l3-021 vso failure. There was no reported patient consequence. The unit will be returned to the international service center.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the vso was replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.